Event description:
On (B)(6) 2011, the surgeon performed a right arthrodesis using three ifuse implants. There were no intra-operative challenges or complications. The patient initially had no new pain complaints and no new complaints of numbness or weakness in the lower extremities. Several days after surgery, the patient began to develop radiating right leg pain that gradually increased over the next several months. The patient never had significant numbness or weakness. Imaging showed that the second implant was very near the gradually foramen. The patient's symptoms did not improve. The surgeon performed revision surgery on (B)(6) 2012 to remove the second implant. The surgeon had difficulty removing the implant and grafted the hole created by removal of the implant with pioneer surgical's nanoss product (dbm and allograft). At the first post-operative visit, the patient is much improved and the radiating right leg pain is completely gone. There is no residual numbness or weakness. Si-bone's vp of medical affairs made the following assessment, "this is a case of malposition of the second implant. The implant was malpositioned medially to the si foramen with resultant radiating leg pain resulting from impingement/irritation of the nerve secondary to the implant."

Manufacturer narrative:
Based on the information provided, review of surgeon training and fmea, the most probable root cause is that the implant was malpositioned medially to the s1 foramen.